Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) and performed troubleshooting procedures. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated related to the alinity system, likely cause part, did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified.

Event description:
The customer reported falsely elevated alinity c carbon dioxide result generated on a patient. Results were not reported to the medical provider. The following data was provided from (B)(6) 2025. Sid (B)(6); initial result = 39.6 mmol/l, repeat results 25.8 mmol/l the customer uses reference range 22-29 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identification: complete sample ID is (B)(6). All available patient information was included; no additional patient information was available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity c carbon dioxide result generated on a patient. Results were not reported to the medical provider. The following data was provided from (B)(6) 2025. Sid (B)(6); initial result = 39.6 mmol/l, repeat results 25.8 mmol/l. The customer uses reference range 22-29 mmol/l. There was no reported impact to patient management.